Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one photo and one endo clip* iii 5mm clip applier w/ hemostay clip m/l. The visual inspection of the returned product noted the instrument was partially applied with fourteen clips remaining. The clip counter was no longer active. A spring component from the ratchet system was received in a small bag with the device. The photo depicts the metal spring received with the device. No other visual abnormalities were observed with the instrument. Functionally; the instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of disengaged component. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred prior to a thoraco / esophagus procedure. During preparation for the surgery, fired the device as a trial. After that, found an unidentified part on the surgical table. Stopped using the clip applier device because it rattled when shaken. The procedure was completed with another device.